Event description:
A potential product issue has been reported with our atriste mv sa linear accelerator. In the abundance of caution this issue is being reported. Treatment records are sporadically not stored in lantis. There was no injury reported. Risk analysis is complete. Initial corrective action is complete. Final root cause analysis is pending.

Manufacturer narrative:
Risk assessment indicates: three (critical) reason: intentional change of treatment plan since the failed record: an update of the treatment plan would create now records in rtt, the content of rtt would be synchronized with the content of ois. Depending on the number of failed transfer jobs for any one patient, the dose might be wrong by one fraction or more. D (occasional) reason: this the most common scenario in a clinical environment, given the chain of events needed to lead up to this. Initial corrective action has been to initiate a corrective action document. Regarding additional concerned products, there are no other products concerned with this issue. Associated material: rtt 4.1.